Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) with moderate calcification and heavy tortuosity. Optical coherence tomography (oct) was performed with the dragonfly opstar imaging catheter over the balance middleweight universal ii guide wire. During removal of the oct catheter, the guide wire was pulled back and became trapped with the anatomy. The wire was kinked and separated and both pieces were removed by simple withdrawal with resistance noted but force was not applied. A non-abbott wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.